Manufacturer narrative:
Carefusion complaint number: (B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 114 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the ventilator gives a continuous "disc sense" alarm, and while alarming, the ventilator would not ventilate. There was no report of any patient involvement associated with this complaint.